Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the patient's left hip. As reported: "I have been having issues with both hip since they have been replaced. The allcolade [sic].". Update per patient: patient reported developing a "hole" in the incision and stated the skin would not "bind" to heal. Patient reported multiple I&ds but did not have dates available for each I&d. Patient reported no parts were removed and revision has not been scheduled.